Event description:
On 06/24/2025, it was reported by a sales representative via (B)(4) that an ar-8943-07 bone reduction forceps are bent. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8943-07 batch number 672426 was received for evaluation. Visual evaluation revealed that one of the tips was bent. The instrument doesn't exhibit heavy signs of wear. Functional testing was not performed as the device was received damaged. The most likely cause of the reported failure is misuse, such as applying excessive force and/or hitting with another instrument.